Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, though the phenomenon was not reproduced / confirmed during evaluation, a possible cause could be a stain that adhered to the electric contact. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system" in the operator's manual: "1. Before inspection, wipe the objective lens with clean, lint-free cloths moistened with 70% ethyl or isopropyl alcohol. 2. Turn on the video system center, light source, video monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the disappearance of evis lucera bronchovideoscope images. The event occurred during inspection for use. The sputum suction procedure was completed using a replacement device without any delays. There was no reported user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of temporary image loss was not confirmed. In addition, the bending section cover had slack. The adhesive on bending section cover had a chip. The grip had a scratch. Forceps channel port had a scratch. Angulation lever had a scratch. The up/down plate had a scratch. The universal cord had a dent. The universal cord had a scratch. The light guide cover glass had a scratch. The scope connector had a scratch. The electrical connector had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.